Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump under infused and did not alarm during downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 8-jul-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported under infusion was not confirmed. However, it was confirmed that the device does not alarm for downstream occlusion. The uso seal and downstream occlusion sensor need replacement. However, no action was taken as the device was beyond economical repair.